Manufacturer narrative:
The reported events of ¿silicone coating seemed damaged¿ and ¿silicone coating appeared to wrinkle¿ were not confirmed. As received, a complete lead was returned in one piece for analysis with the helix found extended and clogged with blood/tissue. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies.

Event description:
During an implant procedure, the right ventricular (rv) lead was observed to be twisted. The rv lead was explanted and replaced to resolve the event. The patient was stable and will continue to be monitored.